Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after breakfast despite a usual meal announcement while using an ilet system with a contact detach infusion set that had been in place for approximately four days; troubleshooting and education were provided, including guidance to limit infusion set wear to 48 hours and assistance with a full supply change. Symptoms included elevated blood glucose reaching 355 mg/dl without ketones, dizziness, loss of consciousness, or other acute sequelae. Outcomes included continued ilet use without hospitalization, medical intervention, or backup therapy, with glucose trending down by the end of the call. Investigation included complaint intake, user counseling, and device-use troubleshooting focused on infusion set management. Investigation of this case revealed hyperglycemia of unclear cause with a likely contribution from extended infusion set wear, consistent with infusion site degradation affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.